Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2025-42224.

Event description:
It was reported that error 241 appeared during priming of the water vapor thermal therapy procedure. Instructions were followed, lines were checked, the device was disconnected and reconnected, but the error persisted. The device was changed to a second one, but the error kept appearing. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia. This event refers to the second delivery device.

Manufacturer narrative:
Upon receipt of this device at our quality assurance laboratory, this device was thoroughly analyzed. During functional evaluation of the device, no error codes appeared. The reported allegation could not be confirmed. The device passed visual inspection. No additional damage or abnormalities were found. The device passed mechanical testing. The needle retracted and deployed, and the function of the buttons worked as intended. The device passed functional testing. The device performed prime, pretreatment, and 5 full treatments without any issues or errors. A conclusion code of device problem excluded was assigned to this investigation. This report is for the same event as manufacturer report: 2124215-2025-42224.

Event description:
It was reported that error 241 appeared during priming of the water vapor thermal therapy procedure. Instructions were followed, lines were checked, the device was disconnected and reconnected, but the error persisted. The device was changed to a second one, but the error kept appearing. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia. This event refers to the second delivery device.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2025-42224.

Event description:
It was reported that error 241 appeared during priming of the water vapor thermal therapy procedure. Instructions were followed, lines were checked, the device was disconnected and reconnected, but the error persisted. The device was changed to a second one, but the error kept appearing. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia. This event refers to the second delivery device.